Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
A drop in rv sensing amplitude was noted on (B)(6) 2019 and an alert for rv sensing amplitude below limit was triggered on (B)(6) 2019. The lead was capped on (B)(6) 2020 due to undersensing. No adverse patient events were reported. Should additional information become available, this file will be updated.